Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was performing the air removal step of the load process incorrectly. Tandem technical support educated customer on proper load technique. Customer's blood glucose ranged from 90mg/dl to over 200mg/dl.

Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.